Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unreported date in (B)(6) 2014. The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for another indication when they developed the peritonitis. Treatment for the peritonitis was unknown. The cause of the peritonitis was unknown. On an unreported date, while hospitalized pd therapy was discontinued and the patient was switched to in-center hemodialysis. At the time of this report, the patient remained hospitalized and the patient was not recovered from this peritonitis event. No additional information is available. This is report 3 of 4 involved in this peritonitis event.